Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The transmission showed inappropriate diagnosis of atrial tachycardia and atrial fibrillation due to far r-wave oversensing on the implantable cardioverter defibrillator. The device was reprogrammed to address the oversensing. The patient was stable before, during, and after reprogramming.